Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient picked their system out of their chest and developed an infection. The system was not replaced. The patient was stable post event.